Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected fields: d1 brand name, catalog number, UDI number, model number; d10; e3; h6 problem code. The iab was returned cut in two parts with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The stat gard seal and sleeve were not returned for evaluation. A kink was found on the catheter tubing and inner lumen approximately 0.3cm from the y-fitting. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing at the kinked location of 0.3cm. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing blood to fill inside the stat gard sleeve confirming the reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The penetration found in the catheter tubing appears to have been caused by a kink flexing back and forth that eventually penetrated the tubing causing blood to fill inside the stat gard sleeve confirming the reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) (B)(6) rn calls to report she would like to send an iab back that they have removed from a patient. She states they removed it because the stat guard sleeve was filling with blood. (B)(6) states there was no harm or change in patient status due to this issue.